Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the patient was experiencing elevated blood glucose levels (586mg/dl) with nausea. Troubleshooting of the patient's cartridge filling technique was reviewed and found to be incorrect. The patient was found to be putting air through the insulin causing bubbles in the cartridge. The patient was instructed on proper cartridge filling technique. This report is being made based on the allegation that the patient experienced elevated blood glucose levels related to use error.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.